Event description:
Narrative from staff: stopcocks that were not connecting well to sheaths/balloons. Without some hard pressure and really working at it, the stopcocks would pop right off. Noted that lot numbers for the stopcocks all ended in the same couple of numbers.